Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that: revision was necessary due to pt complaint of groin pain. Upon explantation of implant, hip bearing insert showed unusual wear pattern.